Event description:
It was reported the patient was feeling a ¿vibration¿ in their bladder for the past hour prior to report. It was stated the patient had felt these spasms before and they were worried that their heating pad used was connected to the spasms. It was noted the patient used the heating pad at 7:30pm the night prior to report and just started feeling the spasms an hour prior to report. Reportedly, the patient adjusted their stimulation by 0.1 volts and they were incontinent again the night prior to report. It was noted the patient used the heating pad over their implant site for about 5-10 minutes and their therapy was on. The patient was concerned they did something wrong to their device and they did not notice anything until the time of report when the patient was experiencing spasms in their bladder.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bx4s, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).